Event description:
We had a case today where the xoft balloon deflated by itself during the intraoperative radiation treatment. The reference number is (B)(4). The 3-4cm balloon was first tested outside the patient, and then filled with 30cc of saline inside the breast. Ultrasound was utilized to visualize the balloon in place and measure the distance to the skin. The controller was attached, then the xoft source was introduced and successfully passed the pullback test. At the end of approximately 9 minutes of treatment, only about 1cc of saline could be removed. The balloon valve was cut in case the valve was stuck, but no more saline could be removed. The patient may have received more dose than desired radiation due to the reduced balloon diameter. The balloon was sent back to the manufacturer for evaluation. Complaint tracking # (B)(4).

Manufacturer narrative:
Device failure analysis is still under investigation. Final report is pending.

Manufacturer narrative:
Section b1 updated. Section h3 updated. Further investigation into the leaking balloon on 12/6/24 shows a leak point at the adhesive joint where the proximal end of the balloon envelope attaches to the balloon shaft. The balloon production process includes leak testing, as well as inflation for symmetry inspection. All balloons are inspected/tested with multiple inflations in the production process. The user inspected the balloon for leaks prior to placement in the patient, but apparently a tiny leak started sometime after balloon placement in the patient's resection cavity. As a result of decreased balloon diameter, the patient likely received more radiation dose than prescribed. Because the time that the leak started cannot be determined, the exact dose cannot be accurately calculated, although it may be as much as 50% higher than expected. The results of the investigation indicated that the identified balloon was defective from production with inadequate adhesive applied at the joint, which led to the balloon malfunction. Manufacturing process improvements have been implemented to further minimize the likelihood of such an isolated failure in the future. Based on this analysis, xoft closes the investigation.